Manufacturer narrative:
The initial MDR 2432235-2020-00427 was filed on 29-oct-2020. Additional information (22-oct-2020): the crr number was provided in section h9.

Manufacturer narrative:
The customer contacted siemens to report that the operator of an atellica im 1600 instrument scanned the test definition (tdef) for the prostate specific antigen (psa) test. After scanning, the operator observed that several tdef parameters, including the serum indices parameters of hemolysis, icterus, and lipemia (hil) were changed from enabled to disabled. An urgent medical device correction (umdc) asw21-01.a.us was sent to us customers, and an urgent field safety notice (ufsn) asw21-01.a.ous was sent to outside the us (ous) customers in october of 2020. The umdc and ufsn explained the behavior described above, and requests customers to ensure that after scanning a new version of the 2d master curve and test definition barcodes included in the reagent package, the settings of the customized fields must be verified, if applicable, on the "setup/test definition/im test definition screen" and if necessary, customized settings must be re-entered. The umdc and ufsn delineate that software is being developed to resolve the behavior. To date, there are no allegations of injury due to this behavior.

Event description:
On (B)(6) 2020, the operator of an atellica im 1600 instrument scanned the test definition (tdef) for the prostate specific antigen (psa) test. After scanning, the operator observed that several tdef parameters including, the serum indices parameters of hemolysis, icterus and lipemia (hil) were changed from enabled to disabled. There are no known reports of patient intervention, or adverse health consequences due to this event.